Event description:
It was reported that a valve was removed from a pt due to breakage of the valve tube that was confirmed at the time of revision/explant. The physician reported that he thinks the breakage was caused by the growth of the pt, who became fifteen years old and taller when this event occurred. The pt, as the physician reported, had lived normally without any exercise restriction since the initial implantation. The pt left the hosp and is living normally with exercise restriction.